Event description:
It was reported by the patient "I started having a weird reaction after a few months after implant, it feels like something like hiccups in my chest, varies in intensity, not constant, barely noticeable kind of a pounding, slower than a heartbeat and usually something really quick, they have gotten to be quite strong." Additionally, the patient stated "it interrupts my sleep, sometimes if it gets pretty strong or goes on a while, I can tighten my abs some or hold a breath it will delay the next one." The patient indicated that an ablation was performed "they set my heart rate to eighty and that is not working, usually it is around the fifties." Additionally, the patient indicated both of physicians are aware of the issue. The patient stated "it is happening again" when finishing the call with the technical services agent. The patient confirmed this has been occurring since last year. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.